Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: no light output confirmed failure: no repairs needed probable root cause: light engine malfunction main board, receptacle board, or front board malfunction damaged or missing esst spring incorrect/no communication with 1688 overheating power supply malfunction software malfunction hf/rf interference the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.